Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated and suprarenal aortic extension. On (B)(6) 2016 the patient had an endoleak of unknown origin. Physician implanted a suprarenal aortic extension to correct the issue. Patient was in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the unknown endoleak and aneurysm sac growth. Additionally, additionally there was evidence to reasonably support the following observations; stenosis of the left common iliac artery and the left external iliac artery requiring the placement of non-endologix stents at implant, as well as an occlusion of the left common femoral artery requiring surgical repair. The clinical assessment was based on adequate medical records and no patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; minimal overlap of the main body and proximal extension.

Event description:
At implant additional information during the clinical evaluation identified the patient had two non-endologix stents implanted in the left common iliac artery and left external iliac artery to treat stenosis. In addition to the left iliac stent placement at implant the patient also had an occlusion of the right common femoral artery requiring a surgical repair.